Event description:
Dr. Reported via our sales rep that a pt underwent a revision surgery due to the inlay luxation and aseptic loosening 12 months post op.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.